Manufacturer narrative:
Is date of publication long and short of optimal stent design open heart doi:10.1136/openhrt-2017-000680. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature article was to study the efficacy of stent design. During the study, wiktor stents were implanted and cases of longitudinal shortening and elongation were reported. These phenomena were associated with adverse clinical sequelae, including the need for immediate coronary artery bypass grafting surgery.